Event description:
The event didn't occurred in territory of USA. On 2025-07-04 htl-strefa s.a. Received below complaint notification: patient called us reporting about problems with pen needles. She says that she tested (B)(4) units, and all of them got bent when using. She says that she uses the needles for a long time already, but only with 02 packaging she faced that problem. She uses the needles with fiasp insulin pen, and makes 15 daily insulin applications, using her abdomen, arms, legs and flanks. She says that besides the fact of being bent, once (she was not able to inform the exact date), with only a single needle, she faced high bg of 400 mg/dl for not being to administrate the insulin dose using the pen with the accu-fine needle. No injury was reported until this report sample under complaint was not returned.

Manufacturer narrative:
The event didn't occurred in territory of USA. In the notification patient reported bending needle during injection. She has had once episode of high blood sugar level. No injury was reported. Patient is in good health condition. Insulin doses are closely correlated with the patient's condition and glycaemic control. Whether the patient has received adequate doses of insulin can be assessed throughout the day during glucose measurements. Considering the above, the administration of insulin is not indifferent (glucose monitoring, pain) to the patient and cannot be overlooked. Concerns about the administration of a full or incomplete dose of insulin are monitored by patients on an ongoing basis, therefore the risk of serious health complications is low. Glycaemic control is the main measure of diabetic status assessment and is an important parameter of daily therapy. An episode associated with increased blood sugar levels most often results from administering too low or skipped medication doses, eating too large meals, eating too many carbohydrates, not enough physical activity, infections, co-occurring diseases or inflammation, stress, and hormonal imbalances associated with diabetes. Additionally, the patient undergoing priming is able to assess the patency of the needle. In our opinion, incidental increases in blood sugar levels are not associated with needle malfunction. Although the patient finally did not report an injury, the complained defect was not confirmed (archival sample and DHR review showed no abnormalities), and no direct causal relationship between the hyperglycaemia and medical device was established, due to patients health consequences htl-strefa s.a. Decided to assess this event as serious and reportable. The complained product was not distributed to USA. However, per guidance for industry and food and drug administration staff, FDA considers an event that occurs in a foreign country reportable under the MDR regulation if it involves a device that has been cleared or approved in the us - or a device similar to a device marketed by the manufacturer that has been cleared or approved in the us - and is also lawfully marketed in a foreign country. Devices may be manufactured to slightly modified specifications to meet standards in different countries. If these changes do not substantially alter the performance of the device, then any device events that are MDR reportable events relating to such modified devices should be reported under the MDR regulation. Htl-strefa manufactured and distributed in us similar product to the complained one - droplet pen needles (k171982).